Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The hospital reporter's name was declined to be disclosed by the hospital. Patient information was declined by hospital.

Event description:
The international customer reported the v60 ventilator alarmed occurrence of check vent primary alarm failed. The unit was being used on a patient when the issue occurred. The clinician elected to place the patient on a second ventilator. There was no adverse patient effect.

Manufacturer narrative:
The hospital reporter's name was declined to be disclosed by hospital. Patient information was declined by hospital .